Event description:
Epidural catheter torn during attempted removal resulting in retained epidural catheter fragment in pt. Epidural catheter placed (B)(6) 2016 for management of labor pain. Pt with eventual need for cesarean section (B)(6) 2016 and unable to achieve appropriate analgesia with epidural. Decision made to discontinue epidural catheter and attempt alternative neuraxial anesthesia technique. Mild resistance met on attempted removal of catheter. Stretching noted as well as lengthening of protective spring within catheter tubing. Full tear of catheter noted at approximately 5cm mark, indicting 5cm length of catheter retained within pt at approximately 14 level. Arrow epidural catheterization kit ref ak-05502.